Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is being filed due to intra-procedure tissue formation on the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While steering the clip delivery system (cds 51112u258) without issue in the left atrium, tissue (unknown if thrombus) was noted on the tip of the clip. Activated clotting time was 270. Heparin was administered and the cds, containing the tissue, was removed from the patient's anatomy. The tissue was not present on the cds device after removal. Two other mitraclips were successfully implanted, reducing the mr to 2. Per the physician, cds 51112u258 did not cause or contribute to the tissue formation. The tissue formation was due to unspecified pre-existing conditions. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no device malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of emboli (thrombosis), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported treatment with medication was a result of case specific circumstances, as heparin was administered. The investigation concluded that the reported patient effect was related to patient morphology/pathology (pre-existing condition). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.